Manufacturer narrative:
Physical device was not received for analysis. Cloud data from the user for the period of 24feb2026-26feb2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the last data point received by the controller from the pod was created at 19:03 on 26feb2026. The cloud showed deactivation or discard records around this time, indicating that the controller was not receiving addition information from the pod, either due to the controller being deactivated or the pod being out of communication with the controller. Review of the phb data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased the microbolus amounts as estimated glucose values increased until the algorithm reached the max microbolus amount. Multiple automated delivery restriction alerts were generated and acknowledged on 25feb2026 and 26feb2026, with the last being generated at 14:38 on 26feb2026. The phb data showed that all of these automated delivery restriction alerts were due to the automated algorithm delivering the max microbolus amount for extended periods. While in manual mode, the system correctly delivered the user's manual basal program of 0.65 u per hour for 24 hours. Review of the bolus records captured in the cloud during this period confirmed that these boluses were actively and successfully delivered as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after delivery of each boluses. No evidence of a failure to deliver insulin or of any other issues with the system were observed in the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose had been reading high for 12 hours and the patient unexpectedly passed away. Exact blood glucose levels were not reported. Cause of death was not reported; however, it was stated that there was a possibility it was due to diabetic ketoacidosis. Multiple good faith effort attempts were made, but no additional information was received.